Manufacturer narrative:
Please note that this device (solarice) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (euphora). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one solarice coronary balloon catheter removal difficulties were encountered following balloon inflation. The balloon could not be retracted after inflation and got stuck to the wire. It was noted to be extremely difficult to retract the balloon over the wire the entire wire passage, until it came out of the sheath. After a few attempts the balloon was successfully removed. It was also reported that acute thoracic symptoms were noted immediately following existing dissection after pre-dilatation with the balloon and rd1 closure, as the wire was pulled out of the rd1 together with the balloon. The lesion being treated was calcified with over 80% calcification and stenosis with bifurcation stenosis in the left anterior descending artery (lad) and the first diagonal branch (d1). The device was inspected prior to use with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. The patient is reported to be stable and symptom-free, as the vessels could be treated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: device was received post-inflation. Deformation was evident to the distal tip. A 0.014 inch guidewire was backloaded through the distal tip and advanced proximally through the exchange joint with no resistance noted. No other damage evident to the remainder of the device. Additional information: the rd1 is the 1st diagonal branch. After pre-dilation of the stenosis, the balloon could not be detached from the wire. The balloon could only be removed together with the wire which led to acute vascular occlusion and myocardial ischemia developed. The patient indicated acute discomfort post dissection.the dissection was caused by the solarice balloon. There were no difficulties noted loading the device on the non- medtronic guidewire. The non medtronic guidewire was inspected prior to use and rinsed with no issues. A 3.5 ebu launcher guide catheter was used in the procedure. The balloon could not be retracted after inflation to 12 atm. The lesion being treated was non tortuous and calcified with over 85% calcification and stenosis with bifurcation stenosis in the ostial ramus and the first diagonal branch (d1). The balloon was deflated prior to the removal issue. There were no issues during inflation or deflation of the balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.